Event description:
Reportedly, while on a demonstration, although a staff stopped pushing the foot switch, it continued working, therefore the output from handpiece continued. An error was confirmed. The output did not stop though a surgeon stopped pressing the footswitch, then he/she restarted the device. When a surgeon restarted the device, error was shown in the display.